Manufacturer narrative:
Batch review performed on 8 july 2024. Lot 166940: (B)(4) manufactured and released on 22-feb-2017. Expiration date: 2022-02-07. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had pain due to a loose tibial cemented component and the cause of the loose tibial component is unknown. At about 7 years and 1 month post primary the surgeon revised all components to revision components and the surgery was completed successfully.